Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected with juvéderm® volux. The patient had swelling issues. The hcp later reported swelling along filler placement and swelling around eye where there is no filler placed. Patient has a history of facial cellulitis that resolved after treatment with clindamycin. Patient went to a waterpark in the days before cellulitis returned. Patient's filler began to swell along the jawline. Hcp prescribed doxycycline and medrol pack, added clindamycin after no improvement in 48 hours. Hcp later reported patient initially had cellulitis months after injection with unspecified dermal filler which is not related in hcp's opinion. Patient was treated by pcp and filler became swollen at that time. Clindamycin helped resolve cellulitis. Approximately 2 months later, hcp placed jawline filler. 6 weeks after injection, hcp saw patient and filler looked fantastic. A couple weeks later, patient went to water park and eye area became mildly swollen similar to cellulitis. A day later, filler began to react and swell. In hcp's opinion the second cellulitis problem was unrelated to the filler as it was weeks later after the waterpark. Treatment with clindamycin and doxycycline combo was not effective after 48 hrs, so hcp kept patient on the doxycycline and switched to linezolid. Symptoms ongoing.